Event description:
Customer states they are getting unexpected negative reactions (compatible) when performing crossmatch assay on the echo. The patient sample contains an anti-c. They crossmatched 8 abo compatible random units and 5 out of 8 resulted compatible. However when she antigen typed the units with anti-c antisera, 4 of the units were (B)(4) for the c antigen. Customer did not perform crossmatch testing on the units by manual tube method.

Manufacturer narrative:
Review of results:crossmatch assay: four donor units (c positive) tested with patient sample (B)(4) (containing anti-c).(B)(4) resulted compatible with a very fuzzy button, visually the reaction appeared negative. The control well reacted 3+ positive. (B)(4) resulted compatible with a very fuzzy button, visually the reaction appeared negative. The control well reacted 3+ positive. (B)(4) resulted compatible with a very fuzzy button, visually the reaction appeared negative. The control well reacted 3+ positive. (B)(4) resulted compatible with a very fuzzy button, visually the reaction appeared negative. The control well reacted 3+ positive. The patient sample was tested with capture-ready screen 3 and resulted positive.review of images for testing with capture-r ready ID (crrid):sample ID number: (B)(4), instrument serial number: (B)(4), lot numbers: id144, (B)(4).cell 1 reaction and zygosity (if applicable): negative, c negativevisually this cell appeared: negative.cell 2 reaction and zygosity (if applicable): negative, c negativevisually this cell appeared: negative.cell 3 reaction and zygosity (if applicable): 3+ positive, homozygous for cvisually this cell appeared: positive.cell 4 reaction and zygosity (if applicable): equivocal, homozygous for cvisually this cell appeared: weak positive.cell 5 reaction and zygosity (if applicable): negative, heterozygous for cvisually this cell appeared: negative.cell 6 reaction and zygosity (if applicable): 3+ positive, homozygous for cvisually this cell appeared: positive.cell 7 reaction and zygosity (if applicable): negative, heterozygous for c visually this cell appeared: negative.cell 8 reaction and zygosity (if applicable): 3+ positive, homozygous for cvisually this cell appeared: positive.cell 9 reaction and zygosity (if applicable): 3+ positive, homozygous for cvisually this cell appeared: positive.cell 10 reaction and zygosity (if applicable): 3+ positive, homozygous for cvisually this cell appeared: positive.cell 11 reaction and zygosity (if applicable): 3+ positive, homozygous for cvisually this cell appeared: positive.cell 12 reaction and zygosity (if applicable): 3+ positive, homozygous for cvisually this cell appeared: positive.cell 13 reaction and zygosity (if applicable): 3+ positive, homozygous for cvisually this cell appeared: positivecell 14 reaction and zygosity (if applicable): negative, negative for cvisually this cell appeared: negative.positive control well reaction: 4+ positivevisually this well appeared: positive.negative control well reaction: negativevisually this well appeared: negative.the sample is showing dosage and is not reacting with heterozygous c positive cells. The donors units were not typed for the c antigen to determine zygosity. Customer does not have patient or donor sample to repeat testing. The sample cannot be ruled out.